Event description:
It was reported that blood leakage was observed from the connection between om-2 cable and the optical module connector on the third day of use. The catheter was inserted from the right neck. Details of the insertion site other than the right neck are unknown. No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. A non-edwards introducer was seated to the catheter through 55cm to 70cm. The contamination shield was removed from the catheter for evaluation. Customer report of leakage issue was confirmed. Blood was visible in the optical module connector. The catheter was found to have an interlumen leakage at the distal infusion, proximal infusion and optical fiber lumens. Leak testing confirmed the leakage was occurring proximal of the 85cm area of the catheter tube. A cut down was performed between 85 and 90cm area of the catheter body, and two splits in the webbing were found entering the optics lumen. The split in the distal lumen was located at 87cm proximal of the catheter tip and the split in the proximal infusion lumen was located at 89cm proximal of the catheter tip. Proximal injectate lumen was patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Location of an interlumen leak was determined by clipping catheter body from the distal end until leakage stopped. Visual examinations were performed under microscope at (B)(4) magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of leakage was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.